Event description:
Additional information received from a manufacturer representative reported the patient's previous implantable neurostimulator (ins) was replaced due to normal battery depletion. The cause of the high impedance, any additional diagnostics or troubleshooting, and outcome was not available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that high impedances were measured during an implantable neurostimulator (ins) replacement procedure. Impedances were measured to be over 40,000 ohms on one side. Impedances were measured to be normal on the other side. No falls or traumas were reported. Multiple impedance tests were done during the procedure, but the issue was not resolved. Only one side of the ins was programmed. No further patient complications were reported.